Event description:
Olympus was informed that during an unspecified procedure, the teflon pad burnt off the grasping section and the device failed. There was no patient injury reported. No further information was provided. Olympus followed up with the user facility to obtain additional information regarding the reported event, via telephone and in writing but with no results.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The evaluation coinfirmed that the teflon pad was damaged upon visual inspection. The teflon pad was found severely worn, melted and partially separated from the grasping section of the device, and metal was exposed. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."